Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level unknown. The displacement verification test was performed and did not pass.. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected no motor movement or negligible alarm noted during testing. The motor was tested outside of the device and passed. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button.